Event description:
Noise was observed on a real-time atrial egm. Noise was visualized during isometrics and at rest. The pacing lead impedance had also increased. A loose setscrew was suspected. After checking the device, the setscrew in the ring was found to be stripped. Hence, the device was explanted.

Manufacturer narrative:
The reported event of noise on the atrial channel was confirmed via review of stored egms. Test leads were connected to the device and all of the setscrew s were able to secure, except for the atip setscrew. The atip setscrew was found to be stripped and contained septum material inside of the hex cavity. With the test leads connected, the device header was manipulated and noise was observed on the atrial l channel and resembled what was recorded on the stored egms. It is believed that the noise observed in the field was due to the atip setscrew.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.